Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00574. Device was disposed of.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil's 400. During the procedure, the pusher wires became bent and the coils unintentionally detached within the microcatheter. The physician removed both coils from the microcatheter and the procedure continued successfully. There was no report of an adverse effect on the patient.